Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product identified the reamer head has disassembled from the flex shaft. The shaft diameter is conforming to print specification. Wear & tear is seen on the cutting edges that indicates repeated use during a potential field age greater than 2 years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial surgery approximately four and a half (4.5) weeks ago, the head of the reamer had broken off and fell into the patient. All pieces were successfully removed and the patient did not retain any foreign objects. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.